Manufacturer narrative:
(B)(4)

Event description:
Patient contacted dexcom on (B)(6) 2015, to report the following symptoms that occurred after sensor insertion on (B)(6) 2015. Sensor was inserted at abdomen on (B)(6) 2015. Patient reported pain, nausea and chills after sensor was inserted. Patient did not require medical intervention. No additional event or patient information is available.